Event description:
The protege everflex stent was deployed without issue to the patient. As the physician was trying to take the stent catheter out of the patient, a plastic piece broke off of the device and made it difficult to remove from the patient. The piece was clear, and the issue happened during withdrawal of the delivery catheter over a tight bifurcation after stent placement. They needed to pull everything out in tandem. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.